Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (flailed anterior leaflet) and user technique/procedural circumstances (difficulty visualizing the clip). The reported adverse event of worsening mitral regurgitation (mr) was a result of the slda and the reported dyspnea and fatigue was likely the secondary effect of the worsened mr. It should be noted that the reported patient effects of dyspnea and worsening mitral regurgitation, are listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (80108u137 and 80108u136) were implanted successfully reducing mr to 1. There was difficulty visualizing the second clip, 80108u136 due to the first implanted clip. On (B)(6) 2018, a follow-up echocardiogram was performed; the patient was experiencing fatigue and dyspnea. The clip (80108u136), detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). The mr had increased to 3-4. The other clip remained secure on both leaflets. On (B)(6) 2018, a second mitraclip procedure was performed. One clip was implanted, reducing mr to 1+. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: expiration date changed from 01/08/2018 to 01/08/2019.